Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The description of the event (consultant indicated there appeared to be an extra lip) suggests that the dovetail feature may have been compressed. Dovetail compression can be caused by the articular surface not being correctly placed and oriented before pushing it using the inserter instrument; however, it cannot be confirmed if the dovetail was compressed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not insert. The articular surface appeared to have an extra lip obstructing the application of it to the tibia surface.